Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Based on the results of the investigation, the image problem was likely caused by a broken image sensor unit; however, a root cause could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: "important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovidescope had an image problem when the scope was flexed. The issue occurred during a tracheal intubation in a child of a difficult airway in a flexible bronchoscopy procedure. There was a ten-minute delay and the procedure was completed using a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovidescope had image problem when scope is flexed. The issue occurred during preparation for use of an unspecified procedure. There were no reports of patient harm.